Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were made to obtain additional information and following was received: could you please provide more details to "the superior jaw with excessive mobility"? The first firing worked and the staple line was not damaged. When they wanted to use the stapler for the 2nd time they realized the anvil had excessive mobility to the point that they changed the device. Was the device jaw damaged in any way? No. Was the device locked on tissue with the jaws closed? No. They wanted to use the stapler for the 2nd time when they realized the anvil (what they mean for superior jaw) had excessive mobility. They think it was a stapler¿s default. If yes, how was the device removed? No. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No one. Did the jaws eventually open? Yes they were open. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right colon resection, after the first firing, the stapler had limited jaw opening. The superior jaw had excessive mobility. It is unknown how procedure was completed but procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2021. D4: batch#: u5e953. H6: component code: mechanical (g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.